Event description:
This case was reported by a lawyer via a legal complaint and described the occurrence of zinc toxicity in a male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1994, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced zinc toxicity, copper deficiency, and nerve damage. At the time of reporting, the outcome of the events was unk. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 1999, the pt complained of pain over the proximal fibula on the left. He had exquisite tenderness over the head of the fibula to palpation, but was not aware of any specific injury to his knee or the area of concern. On (B)(6) 1999, a previous bone scan showed mild increased uptake in his left knee and there was no specific increased uptake over the head of the fibula. The mass that was present remained tender. A magnetic resonance imaging (MRI) was recommended. On (B)(6) 1999, the MRI (completed (B)(6) 1999) showed a little fluid around the head of the fibula, but he had a tender nodular cystic mass posterior to the fibula head. Treatment would include either injection or surgical excision. On (B)(6) 2002, the pt has had left lower extremity pain for five years (since 1997). A previous magnetic resonance imaging scan was normal. The pt continued to have pain in the left lower extremity going up and down the knee. He also felt a "locking of the knee" sometimes. Impression included neuropathy of left lower extremity, most likely at knee; rule out sacro iliac arthropathy. On (B)(6) 2002, the pt had electromyography (emg) and nerve conduction studies (ncv) completed due to left arm paresthesias for 10 days and intermittent numbness of the left leg for yrs and lower extremity pain. There was electrodiagnostic evidence of a left peroneal neuropathy at the fibular head without any axonal damage at this time. There was no electrodiagnostic evidence of a left median nerve entrapment at the wrist at this time. On (B)(6) 2004, it was noted the pt had a history of chronic back pain for the last two yrs (since 2002) and was treated with epidural injections without substantial improvement and physical therapy. On (B)(6) 2004, the pt had failed conservative treatment including epidurals times three, physical therapy, and multiple medications. Surgery was recommended for his back pain. On (B)(6) 2005, the pt had decompressive laminectomy l4/5, posterolateral diskectomy l4/5 and l5/s1, and posterolateral instrumented spinal fusion l4 to s1 using monarch spine system with right iliac crest bone graft for degenerative disc disease of l4/5 and l5/s1 with disk protrusions at both levels. On (B)(6) 2007, the pt's past medical history included degenerative joint disease (djd) and chronic lower back pain. On (B)(6) 2008, the pt complained of lower back, left chest pain, and also some pain down the left arm; more into the palmar aspect of the hand which awakened him from sleep. The pt had symptoms suggestive of carpal tunnel syndrome on the left. X-rays of the back showed solid posterolateral fusion of 4, s1. An emg of the left hand was recommended. In (B)(6) 2008, the emg was negative, but the pt reported having distinct pain radiating into the dorsum of his left hand in all four fingers with the exception of the thumb. There was some increased pain with cervical extension, but otherwise no objective motor sensory reflex symmetry. On (B)(6) 2008, a cervical MRI showed multiple level disc disease but no obvious nerve impingement. An emg was recommended to rule out cubital/carpal tunnel, on (B)(6) 2009, an emg was negative. On (B)(6) 2009, a cervical computed tomography (CT) myelogram did not show any evidence of nerve impingement. This case has been upgraded and assessed by gsk as serious.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).